Event description:
Externalized conductors noted during a scheduled upgrade. Capture anomaly was also observed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.